Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that post-implant ((B)(6) 2014) the patient experienced weakness in the left upper and lower extremities. A non-contrast head CT scan and CT angiography of the head and neck were negative for obvious signs of ischemic/embolic cva. On (B)(6) 2014, the patient failed a spontaneous breathing trial for weaning from ventilator support. A repeat CT scan was reportedly unremarkable. The post-operative intra-aortic balloon pump was discontinued. On (B)(6) 2014, the patient self-extubated and his respiratory condition improved with treatment. The patient was started on coumadin. On (B)(6) 2014 a repeat CT scan was performed. His ldh and haptoglobin were stable. There were no residual effects and the patient's weakness resolved.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported ischemic/embolic cva could not be conclusively determined. The instructions for use lists stroke as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.